Event description:
Country of complaint: (B)(6). Needle detachment.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 23 unopened and 4 open racepacks. There are no previous complaints of this code batch. Received 23 closed samples and 4 open samples, one of them with the needle detached from the thread and the other open samples the thread shows splitting near the attachment area. Tested the needle attachment of the closed samples received and the results fulfill the requirements of the OEM. Tested the knot pull tensile strength of the samples received and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Corrective/preventive actions: not applicable.